Event description:
A pt reported blood glucose results of 11.1 mmol/l and 14.3 mmol/l with a lifescan meter, performed within 15 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A letter has been sent to the customer to attempt to obtain more information regarding the information pt gave about an incident. Pt stated pt obtained a reading of 6.6 mmol/l, took their insulin dosage based on that reading and began to shake and sweat when going to bed. No further information has been provided.